Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit provided low readings (92-93 with good waveforms) when the sat should be 98-99. There was no patient injury.